Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged four days post-implant. A revision procedure was performed but it was not possible to reposition the lead due to clotted blood on the lead tip. The lead was subsequently extracted and a new ra lead implanted. It was reported that no asystole was observed as the patient is not pacemaker dependent. No additional adverse patient effects were reported. This product is no longer in service.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing caused the irregularity in helix function. Laboratory testing was unable to identify any lead characteristics that would have caused or contributed to the reported dislodgement.

Event description:
--